Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type :recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger ((B)(4)) found a broken connector pin.

Event description:
It was reported the patient's implantable neurostimulator recharger (insr) was not charging because the connector pin had broken. Because they could not charge they were in pain. The patient later noted they no longer have concerns with their device.